Manufacturer narrative:
This product is registered as a combination product. This report is related to previously reported complaint of low impedance, MFR number 2017865-2013-05749. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pacemaker change procedure. During the procedure, the physician noted that the previously capped right ventricular lead exhibited an insulation anomaly. Related manufacturer reference number: 2017865-2013-05749.